Manufacturer narrative:
Lot number was provided by the consumer, product was not received to date, therefore unable to proceed with product investigation. Lot check on (B)(4) 2013 revealed no other complaints of similar nature have been reported for the lot number provided.

Event description:
Seizures [convulsion]; short of breath [dyspnoea]; felt unwell [malaise]; piece of metal found on x-ray - dental floss package stuck in throat [foreign body]; she could not poop [ constipation]; diarrhea [diarrhoea]; her belly was swollen [abdominal distension]; (B)(6) niece swallowed the piece of metal that cuts the floss [accidental drug intake by child]. Case description: a consumer reported that his niece, a child age (B)(6), swallowed the piece of metal that cuts the floss on an essential dental floss packaging on approx (B)(6) 2013 and the doctor performed micro surgery to remove the piece of metal on (B)(6) 2013. The consumer reported that his niece was visiting when she swallowed the piece of metal that was not securely attached to the package and had fallen on the bathroom floor. That evening his niece began to feel ill and could not poop; she started having malaise and seizure, her belly was swollen, and she had shortness of breath. The consumer tried mouth-to-mouth and pressed against her heart but to no avail. She was taken to the hospital and given an x-ray that revealed the piece of metal was stuck in her throat. Following the micro surgery (he reckoned it was called angioplasty), his niece was given an unspecified prescription medication and sent home. He reported that she developed diarrhea after leaving the hospital but was great at the moment. He mentioned that his niece was no longer staying with him, was home with her parents in another city, and was fine now. The case outcome was recovered. No further info was provided. On (B)(6) 2013, planitox f/u phone call to the customer: the consumer reported that the doctor removed the object from his niece's stomach with a catheter; he believed that she stayed at the hosp for 6 hours. He repeated many times that his niece is completely recovered. No further info was provided.